Event description:
Reportedly, no alert was received following the record of ventricular burst in the device memory.

Manufacturer narrative:
Analysis synthesis: review of the device logs revealed that the patient was regularly monitored since the smartview connect (svc) was paired on (B)(6) 2025. The svc was turned off between (B)(6) 2025. On (B)(6) 2025, a communication between the implant and the svc occurred at 22:44 utc. During this communication, an alert was detected and the follow up session was initiated. However, the communication between the implant and the svc stopped after approximately 50 seconds and did not transmit it because the communication was interrupted. As a result, the svc did not receive one of the expected commands from the implant (the ¿f up end¿ command), which is required to generate the ief file (and so the pdf report). During the following communication at 23:45 utc, the implant did not resend the alert, as it considered the alert already transmitted during the previous (interrupted) session. A malfunction occurred on the smartview connect application. The issue was escalated to the dedicated team to assess its impact and determine any required corrective actions. Please refer to the attached report.